Event description:
Toward the end of the surgical case using cardio-pulmonary bypass, the perfusionist reported observing blood in the gas compartment of the oxygenator, which was presumed to be due to a fiber leak. The perfusionist felt that the leak may have caused a drop in partial pressure of oxygen levels. The oxygen saturation did not drop below 95 % and the oxygenator was not changed out. The estimated blood loss was recorded as 20 cc on the pump record, although it was reported as 50 to 75 cc to the tech svc rep.